Event description:
A tandem mobi cartridge alarm was reported by the caller, leading to no adverse impact on the customer's blood glucose level. Technical support confirmed the alarm and took corrective action by sending a replacement pump, as the current one was still under warranty. The customer was informed they would receive a pump with updated software and instructed on how to put the old pump into storage mode before returning it. Instructions were also given on programming settings and connecting the cgm to the new pump. The customer acknowledged and understood all instructions, including returning the faulty pump within 10 days to avoid charges.